Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after flushing the sheath on the preparation table and prior to insertion of the farawave non-nav ablation catheter, there was a lot of bubbles observed. Aspirate was done multiple times but bubbles were still present, the bubbles were seen in the aspiration syringe. Second faradrive was used to complete the procedure. Pressure bag was used for the irrigation of sheath the guidewire was placed so the distal part of the wire was just outside the farawave catheter. No patient complications have been reported. The product is not expected to be returned as it was disposed.